Event description:
The customer reported that following a diagnostic catheterization procedure on the event date, a vasoseal es was deployed. Following the procedure the patient was moved and their head was raised. At that point, the patient felt something in their groin. The groin was checked and everything looked ok. After the patient was back in their room, pt started complaining of pain and had a loss of pulse in their foot. The patient was sent to the operatiing room for exploration. A thrombectomy was performed and the vasoseal collagen plug was removed from the right femoral artery. No further complications were reported.